Event description:
It was reported that the user experienced hyperglycemia after a supply and site change while using the ilet system with a contact detach infusion set, with blood glucose peaking at 280 mg/dl and remaining above range for about three hours; the user suspected the initial site entered scar tissue or muscle, confirmed insulin delivery through tubing priming, and performed a site change with subsequent downward glucose trend. Symptoms included elevated blood glucose without reported ketones or acute clinical effects. Outcomes included self-management with back-up therapy and no professional medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-recovered with site replacement and no further action required regarding device function.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.